Event description:
It was observed that during the device evaluation, the high flow insufflation unit exhibited a corroded connector. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely a wear problem led to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide a correction on a previously submitted report. Corrected fields: h9.

Event description:
No additional information received from the customer.